Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the cutter occurred and it could not aspirate during surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe without tip protector in a bubble bag was received for the report. The sample was visually inspected and found to be nonconforming with the probe needle severely bent and orange/brown foreign material was observed on the welded cap, inside the port and on the port face. No functional testing could be performed due to the probe needle bent condition. No wear assessment could be performed due to the probe needle bent condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation was unable to confirm the reported actuation and aspiration failure due to probe needle bent condition. How and when the probe needle became bent cannot be determined form this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as reported actuation failure was unable to be confirmed and an exact root cause for the broken probe needle could not be determined from this evaluation. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).